Event description:
The attachment point on the bvm broke when they attempted to connect it to the rescue pod.

Manufacturer narrative:
This is the first complaint for this product family with similar failure mode. The returned product was visually inspected and functionally tested. The complaint was confirmed. The pt port outer diameter passed the iso 22 mm ring gauge test. We identified that the c-clip was damaged. It was unsure when the c-clip was damaged but it likely happened after shipment based on our complaint history having zero similar complaints for the same product family.